Manufacturer narrative:
Unit received with down arrow button with slow response. Problem isolated to the keypad. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. Unit passed displacement test and self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer also reported that the scroll bar was not moving with no input. Customer states that numbers are not ramping on their own. Customer states that there was a response from a button. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.